Manufacturer narrative:
Investigation findings: device history record (DHR) review: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found a high telescope level in variable results and 1 ma07- fibers easily removed/stringing/shredding that may have caused or contributed to the reported issue. However, the records demonstrate that quality system procedures were correctly followed, and the presence of this defect does not indicate a non-conforming quality system, per the allowable aql and rql in the product specification. Escalation & trend/cluster assessment: a cluster assessment found 2 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends, medical device reports (us and (B)(4)), and complaint-related corrective actions. Quality non-conformance (qnc) determination: based on the investigation a qnc is not applicable. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that upon removal two tampons fell apart, leaving pieces inside. She was able to manually remove the remaining pieces. She states she is fine and went to an outpatient clinic for an exam to ensure no pieces were left inside because she was afraid tss may occur. The doctor confirmed that no pieces remained inside. She has not experienced any unusual vaginal odor, discharge, pain or fever. There was no diagnoses or symptoms of tss or infection. No further information is available at this time.